Manufacturer narrative:
Unit received with high sleep current. Problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump did received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 321 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that the timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated the battery was previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.